Manufacturer narrative:
The patient recovered from the infection and the device was not explanted. The manufacturing and sterilization records were reviewed for all implanted lots associated with this event, and no nonconformities were found. Device was not returned.

Event description:
It was reported to nevro that a patient in (B)(6) acquired an infection post implant. The patient was admitted to the hospital and was given IV antibiotics. There was no explant. Follow up report indicated that the patient was discharged from the hospital and recovered without sequelae.